Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received, a supplemental form will be completed.

Event description:
It was reported that the touch screen is displaying yellow and blue line across the screen. Customer's blood glucose level was not impacted.